Event description:
It was reported that a drill fractured during surgery. All fractured pieces were removed from the patient and nothing was retained. There was no patient injury as a result of the malfunction. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: poland. Proposed code: mechanical (g04) - drill. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by hospital. Reported event was confirmed as visual examination of the provided pictures identified that the tip of the drill broke off. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : requested but not returned by hospital.